Manufacturer narrative:
The device was received in the not deployed state; the pink slide insert was not visible through the viewing window of the top housing. The data extracted from the device shows that the device completed first prime before it was deactivated by the user. The components of the drive mechanism were carefully inspected and no damages or defects were found that would result in the device not deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and patient reported no impact to blood glucose levels.